Event description:
It has been reported to philips that the geometry movements were partially available. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) could not confirm the reported issue and confirmed that the system was working fine. The service quote was cancelled by the customer as the customer itself resolved the issue and therefore no action required from philips. The codes were updated based on the investigation outcome.